Event description:
Caller reported that pump battery would not charge, despite using a tandem charging cable and attempting to charge from a wall outlet. There was no adverse impact to customer's blood glucose level. Initially, plugging the pump into a different wall outlet began charging and resolved the issue temporarily, but a more consistent resolution was necessary. Cts advised trying different wall adapters and charging cables, which did not solve the problem. As a result, cts decided to replace the pump, as it was under warranty, while the customer opted to use manual insulin therapy to ensure continuous delivery.